Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred during use on the homechoice (hc). It is unknown if the patient was connected at the time of the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number: the customer reported that the lot number was f13h22093; however, this lot number is not recognized by baxter. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a complete device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.